Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was a simethicone type of product. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: distal end adhesive was pitted and needed replacement, switch function or button operation worked intermittently and needed replacement, auxiliary channel had contamination, down angle, left angle, right angle and up/down angle play needed to be adjusted to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope's switches were sticky or stiff when depressed. The issue was observed during maintenance. There were no reports of patient harm and procedural delay noted. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a white crystallized contamination believed to be a simethicone type product was evident within the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.